Manufacturer narrative:
(B)(6) (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Literature: pietschmann, m.f, wohleb, l, weber, p, schmidutz, f, ficklscherer, a, gulecyuz, m. F, sali, e, niethammer, t. R, jansson, v, & muller, p.e (2013) sports activities after medial unicompartmental knee arthroplasty oxford iii- what can we expect? International orthopaedics (sicot) (2013) 37:31¿37. Doi 10.1007/s00264-012-1710-7 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of journal article titled, "sports activities after medial unicompartmental knee arthroplasty oxford iii- what can we expect?" A review of the article identified five (5) patients that underwent an initial total knee arthroplasty on an unknown side on an unknown date. Subsequently, the patients were revised on an unknown date due to disease progression of osteoarthritis. There was no additional information provided and the patients outcome is unknown.